Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 10 syringe 1.0ml 31ga 6mm u40 bls 500 cn had foreign matter before use. The following was reported by the initial reporter: customer reported that about 10 of the 200 syringes purchased in the hospital were found to have white solid objects on the needle when she opened the red caps. The customer wanted to know whether the white foreign body is silicone oil. Product photos were reserved"